Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having red heart alarms while sleeping on batteries and the screen and arrows were black was confirmed via analysis of the submitted log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 9 days (28jun2022 ¿ 07jul2022). The log file captured an unexpected controller reset on 06jul2022 at 23:32:23 causing a pump stop and an associated lvas _off alarm. The pump speed value measured 0 rpm from 23:32:23 ¿ 23:32:26 and the pump speed was restored above the low-speed limit at 23:32:28. During the controller reset event, an unexpected low voltage hazard/power cable disconnect alarm was captured and appears to be due to a loss of the battery fuel gauge voltage values. It was noted the 14v batteries were fully charged prior to the event. The alarms appeared to have resolved on their own. No other notable atypical alarms were active in the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 03mar2020. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage hazard alarm conditions, power cable disconnect alarm conditions, and the actions to take when the alarms do not resolve. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was found that the controller reset and caused the pump to stop.